Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) : the external pulse generator was returned and analysis found one printed circuit board cable flex was crimped, the battery contacts were compressed, the lead flex cover was contaminated, and the lower case, one bail cover and ring cover were broken, and the ring was bent.